Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reportedly loaded a new cartridge. There was no adverse impact to the customer¿s blood glucose level. Additional information was not provided.